Manufacturer narrative:
Product ID: 8590-1, lot# n158078, implanted: (B)(6) 2009, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced a motor stall after an magnetic resonance image (MRI). It was stated that the healthcare provider (hcp) performed a refill and then the patient went to MRI. It was stated that the device was interrogated approximately 10 minutes after the MRI and the motor stall was confirmed in the event logs. No motor recovery had been reported. It was stated that the MRI was for "other medical reasons." The patient left before event was reported, so the pump could not be interrogated any further to confirm recovery. The patient outcome was unknown. The pump was used to infuse fentanyl, clonidine, and bupivacaine (marcaine).